Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that two valves were explanted from a (B)(6) male. The first valve, a 21mm aortic bioprosthetic valve was explanted after an implant duration of eight (8) years, seven (7) months due to severe aortic stenosis secondary pannus growth and accelerated valve degradation. The patient was implanted with another 21mm bioprosthetic valve that had to be explanted at implant due to concern of left main orifice impingement by valve due to tissue swelling. The surgeon then performed an aggressive root enlargement with a dacron patch and implanted a competitor's 19mm porcine bioprosthetic valve. The patient expired in the operating room from failure to separate from cardiopulmonary bypass. The explanted devices will no be returned as they were discarded at hospital. Report for 21mm bioprosthetic valve explanted after 8 years was filed for (B)(4); MDR 2015691-2015-01735.

Manufacturer narrative:
DHR review. Additional manufacturer narrative - the reported device was not returned to manufacturer as it was discarded at site. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.